Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set issue event on (B)(6) 2026. The patient experienced an insulin flow blocked and blockage is in tubing alarm during therapy. The blood glucose level was (over 302 mg/dl). The infusion set ws in use for more then 4 hours. No further information available.